Manufacturer narrative:
H.10: the clamp boards have been replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova learnt that: - the erc was used in combination of s5 with scp panel. - the disposable used is a competitor ones. - 2 additional clamps were claimed by this customer.

Event description:
See initial report.

Manufacturer narrative:
H.10: the unit was returned to the manufacturer site for investigation. The reported issue could not be reproduced during functional tests. The most likely root causes was an intermittent failure of the clamp boards, which will be replaced as per equipment maintenance intervention prevention.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that during a procedure a s5 erc tubing clamp / 620mm gave an error code associate to a positional error of the clamping jaw when the erc was in the closed position. There was no report of patient injury.